Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was found unconscious due to high blood glucose by her family. Customer was taken to the hospital on (B)(6) 2015 and treated with IV insulin. Her blood glucose was above 30 mmol/l according to the hospital meter. She was still in the hospital at the time of this call. Reviewed error history and confirmed that an e4 occlusion error occurred. This error message is there to inform the customer to take action to prevent high blood glucose requiring treatment. Nothing reported to indicate device malfunction. Pump is not being requested for return at this time.